Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. A ligature aid was found in the lead body. The analysis revealed blood residuals in the lumen, which were most likely introduced by means of guide wire used during the implantation procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 4 months after the implantation this lv lead dislodged into the atrium. Epicardial lead was placed and the original lead was explanted.